Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, and the excessive no delivery test. Unit was programmed with several boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. The unit calculated the additional bolus deliveries and were verified in the daily total screen. Unit then was programmed with multiple basal profiles and monitored. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. No slow delivery anomaly noted during testing. No cosmetic damage noted.

Event description:
The customer reported via phone call that she passed out and went to the emergency room on (B)(6) 2016 with a blood glucose level of 117 mg/dl. Customer's blood glucose level the night before was 417 mg/dl. In the hospital she was given IV fluids. The customer was wearing the insulin pump at the time of hospitalization. The insulin pump was dispensing insulin too slow. It took up 4 hours to deliver a bolus. The customer was advised that the device would be replaced and agreed to return the product for analysis.